Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2021. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information d3 mfg postal code - correction d5 operator of device code - correction d9 device available for evaluation - correction d9 device returned to MFR - additional information d9 date device returned - additional information g1 mfg site country code - correction g1 mfg site zip code - correction g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - correction/additional information/device evaluation h3 device evaluated by mfg - additional information h3 evaluation included - additional information h6 codes: type of investigation - additional information h6 codes: investigation findings - additional information h10 corrected data.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to sensor wire is missing. The allegation was confirmed. The probable cause could not be determined post investigation.